Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that  the patient's ins stopped functioning a couple of years ago. It was noted the patient did not remember any screens but thought they saw an error and it would not let them charge. The patient was redirected to their healthcare provider to further address the issue.